Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. The product was discarded by the hospital and therefore will not be returned for an evaluation. The lot number is unknown, therefore the device history records could not be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a plate used to fixate a mandible was discovered to be broken in half during an x-ray taken to confirm that the fixated bones were healed. The fixated bones were confirmed as healed and no patient injury occurred. The plate was pre-scheduled to be explanted prior to the discovery of it being broken. The plate was explanted as scheduled. The exact dates of the implantation and the surgical explant of the plate are unknown. However, the explant of the plate was stated to have occurred in (B)(6) 2015.